Manufacturer narrative:
The reliability analysis inspected three opened and or used enlite sensors and performed visual inspection and found one of three sensors with cannula broken and missing broken part. It was unable to be confirmed that the customer received sensor in said condition due to customer returning the sensor opened and or used. The two remaining sensors performed bicarbonate buffer test. One of the two sensors failed with low readings, one remaining sensor passed per spec with accurate readings.

Event description:
The customer reported via phone call of issues with their sensor. The customer states their sensor is reading no good, and it is their fourth day on the sensor. The customer's blood glucose level at the time was 198mg/dl. Troubleshoot for bad sensor was conducted, and the sensor was noted to be bent. The customer was advised that the sensors would be replaced and sent back for analysis.